Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verio iq meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged power issue occurred between (B)(6) 2014 and (B)(6) 2015. The reporter informed the csr that the patient manages their diabetes with a combination of oral medication (janumet and glimepiride) and claimed the patient did not make any changes to their usual diabetes management regimen in response to the alleged issue. The reporter claimed the patient did not develop any symptoms as a result of the alleged issue; however, stated the patient was hospitalized on (B)(6) 2015 and received surgery for kidney stones. The reporter claimed multiple blood glucose tests were performed on unspecified dates with another device (brand unknown) and results of ¿over 200 mg/dl¿ were obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and there was no indication of misuse of the device. The csr documented that the patient did not notice the battery indicator or message prior to the meter not turning on. The csr noted the meter would not power on upon pressing the power button. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia. The medical treatment received was not for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.